Manufacturer narrative:
(B)(4).

Event description:
The patient experienced pain in the spine area. The hcp decided to remove the small v-wing anchor of the catheter. Additional information has been requested. A follow-up report will be submitted if additional information becomes available.